Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient that starting three months ago, the left ins battery has been dropping a point each month. The left side was worse. The ins was at 2.90v in august, 2.89v in september, and 2.88v in october. During troubleshooting, the patient accidentally turned the ins off and started shaking like crazy. They immediately turned the ins back on.